Event description:
It was reported that during a low anterior resection procedure, the doctor could not break the washer. The doctor reanastomosed with another device. There was no consequences to the patient.